Event description:
Customer reportedly received the following results within 10 minutes: 339 mg/dl on the mobile system, 170 mg/dl on the aviva system, and 150 mg/dl on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in germany. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278204, expiration date 04/30/2014). Reference medwatch report with (B)(6) for the suspect device used in the aviva system. Reference medwatch report with (B)(6) for the suspect device used in the compact plus system.